Event description:
It was reported that the patient was experiencing difficulty charging the ipg as it was sitting at an angle. The patient underwent a pocket revision procedure and the ipg remains implanted.